Event description:
It was reported by service report that the foot-end lift was stuck in a high height and scale was not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Device was evaluated by hospital. Power coil cable and load cell cable.